Event description:
Same pt as MFR# 6000089-2006-01848, -01850, -01851, -01852, -01853, -01854, and -01855. Clinical study. It was reported that 109 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated 7 lesions. The first lesion was in the proximal right coronary artery (rca). The lesion was severely calcified and severely tortuous. The lesion was treated by implanting a taxus express2 3.50x12 and a 3.00x32mm stent in overlapping fashion. The lesion was post dilated with a 3.50x32mm balloon. The second lesion was in the proximal circumflex (cx) artery. The lesion was treated with a taxus express2 3.00x32mm stent. The lesion was not post dilated. Target lesion 3 was located in the distal cx. The vessel was severely tortuous. Treatment consisted of placement of a taxus express2 2.50x24mm stent and post dilated with a 2.50x24 balloon. Target lesion 4 was located in mid left anterior descending (lad) artery. The lesion was direct stented with a taxus express2 3.00x16mm stent and post dilated with a 3.00x16mm balloon. Target lesion 5 was in the proximal lad. The lesion was direct stented with a taxus express2 3.50x12mm stent and was not post dilated. Target lesion 6 was a second lesion in the proximal cx. The lesion was direct stented with a 3.50x16mm taxus express2 stent. This lesion was not post dilated. Target lesion 7 was located in the left main coronary artery (lmca). Treatment of this lesion consisted of direct stenting a 5.00x12mm taxus express2 stent. All eight stents implanted resulted in timi-3 flow with less than 30% residual stenosis. The patient remained at the facility for 37 days following the procedure. During this time, the patient was given clopidogrel and aspirin. Two days following the procedure, the patient experienced a "worsening lung fibrosis," which was resolved by administering oxygen. This event is "unrelated" to the devices. At 105 days later, the patient experienced a respiratory collapse, which led to the patient's death. Per the investigator, the respiratory collapse and subsequent death are "unrelated" to the devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.